Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the insulation of the motor cable was damaged and there was a short circuit in the hand piece. The device was repaired, tested and found to be fully functional. The defective motor cable would have caused the short circuit in the hand piece. The physical damage to the motor cable can be attributed to user mishandling of the device by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate the micro tornado hp w handcontrol. The device doesn't work. No consequence for the patient. No further information was provided. The device is available to be returned for evaluation.